Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertension ("high blood pressure"), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgery to remove the essure implant ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypertension, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, headache, hypertension and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received : reporter information added, demographics added, product information added, event added as - patient did not undergo essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertension ("high blood pressure"), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypertension, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, headache, hypertension and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.